Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Upon visual evaluation it was noted that white debris was on the implant. The white foam insert retaining the implant is damaged where the proximal end of the device is located. The poly bag that contained the implant shows abrasion damage. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed a follow-up MDR will be submitted. (01)00889024131934(17)120917(10)62169811.

Event description:
It was reported that during a hip surgery it was noted that the sterile packaging was ripped and styrofoam balls were found on implant. A five-minute delay was reported and the surgeon was able to complete surgery with a new device. Attempts have been made and additional information on the reported event is unavailable at this time.